Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial and ventricular leadless pacemakers (lp) could not be interrogation. Programming changes were attempted. The lp system was explanted and replaced with a transvenous pacemaker. The patient was in stable condition before, during, and after.

Manufacturer narrative:
The reported event of no conductive telemetry could not be confirmed. Visual inspection showed that the helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Device was able to interrogate normally using conductive telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.